Event description:
The hub detached from the 5.5f fash-cath introducer sheath and the pt lost approc 60cc of blood. The sheath was removed with all parts accounted for and replaced with another device.